Event description:
It was reported that increased capture threshold was observed on the right ventricular (rv) lead. Revision of the rv lead was attempted but the rv lead was not replaced due to patient symptoms of infection. The patient was stable and will continue to be monitored. There were no adverse consequences.